Event description:
Update received: (B)(4) 2013 from query - amended side hip: **left, amended implant date: (B)(6) 2009, amended revision date: removed revision date as yet to be revised, please see attached document. Please note ***revision reason is invalid as it previously refered to the right side hip.

Manufacturer narrative:
Update received: (B)(4) 2013 from query - amended side hip: **left, amended implant date: (B)(6) 2009, amended revision date: removed revision date as yet to be revised, please see attached document. Please note ***revision reason is invalid as it previously refered to the right side hip. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; asr xl - right hip; reason for revision: component loosening - femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.